Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Three attempts were performed to obtain the cleaning, disinfection, and sterilization of the scope instructions but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. The device was evaluated where no abnormalities were found though there were technical defects such as the bending section rubber glue had wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the forceps elevator channel on the ultrasonic gastrovideoscope tested positive for 13 colony forming units (cfus) of acinetobacter and enterobacteriaceae. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use on jan 5, 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.